Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the settings of the analyzer were unable to be changed from a rate of seventy during a patient check. The analyzer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis could not confirm the customer comment that the settings of the analyzer were unable to be changed; the analyzer passed all functional tests. It was noted that no cables were returned with the analyzer. All electrical and mechanical parts were inspected with no anomalies found. If information is provided in the future, a supplemental report will be issued.